Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the customer was troubleshooting, the issue was either with the input or output board or the processor card. The customer decided to buy the input or output board and it did not fix the issue and wants to return the part for credit and send the unit in for service instead.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the customer was troubleshooting, the issue was either with the input or output board or the processor card. The customer decided to buy the input or output board and it did not fix the issue and wants to return the part for credit and send the unit in for service instead.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that when the customer was troubleshooting, the issue was either with the input or output board or the processor card. The customer decided to buy the input or output board and it did not fix the issue and wants to return the part for credit and send the unit in for service instead.